Event description:
The pt had a cypher stent placed in the left anterior descending artery in 2005. In 2009, the pt was admitted to the ER with an acute myocardial infarction. An emergency catherization was performed and revealed an in-stent thrombosis. The thrombus was extracted and the pt did well. It was noted that the pt had been on plavix and aspirin since the index procedure. For clinical reasons, the physician decided not to discontinue plavix, which is the FDA guideline. The pt had been off plavix for two weeks associated with epistaxis and gi bleeding. At the end of this time period is when she developed the in-stent thrombosis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional info will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of two products involved with this event which is associated with mfg. Report # 3003742446-2009-00140.